Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 89 mg/dl. Reportedly, customer wore the pump against the skin and a temperature change had occurred to the pump prior to the occlusion alarm declaring. Additionally, the cartridge was in use for more than 3 days. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer changed the pump supplies and resumed insulin delivery to address the issue.